Event description:
Went in for a standard blade plate operation. Took the 2.4 threaded tip guide wire on a pin driver and put it into the proximal femur. An x-ray was taken. From there we took the pin driver back to adjust the guide wire, pulled back and the guide wire snapped. Surgeon went to grab it again, and it snapped again.